Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump unit had blood back in the equipment. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated the cs300 intra-aortic balloon pump unit. The fse determined that all of the affected parts needed to be replaced . To fix the issue, the fse replaced the purge valve assembly,iabp, tubing, blood detect, iabp, assy crm english, assy,safety disk,english and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).